Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 411 mg/dl. The controller gave a "no pod found" message when trying to active the pod. The patient was treated with lantus shots. The patient was released the same day.

Manufacturer narrative:
In the case description, the user mentioned being unable to pair a pod despite using several different pods. During testing of the physical controller, the returned controller was unable to pair with unused pods. Three different unused pods were used and none of the pods were able to connect to the controller. The controller generated a cannot find pod message for every attempt though all pods were omnipod 5 pods and were heard to double beep after fill, indicating that the pods were awake. Inspection of the android log files confirmed that on the date of occurrence the user started having difficulties activating new devices. The logs show that the last pod that was able to be used was unable to be successfully deactivated, resulting in the system discarding the pod. The user was unable to pair a new pod after the discard, resulting in them being stuck in step 1 of activation for the remaining use of the controller. The logs show that prior to this discard, the user was encountering issues sending a command to the pod, which prompted the deactivation and discard. The logs show that the controller was able to find activated devices, however the controller would ignore or fail to connect to devices that did not have a uid set and the controller is unable to pair and activate a pod with a uid, resulting in the cannot find pod messages. The exact cause of the controller being unable to pair with pods could not be determined.